Event description:
There were four endeavor rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the 1st obtuse marginal, one in the 2nd obtuse marginal, one in the left main and one in the proximal lad. Pt was asymptomatic at 30 day follow up. Approx 3 months following index procedure, pt required a ptca revascularization (balloon only) of the 1st and 2nd obtuse marginal, due to restenosis after previous ptca. Investigator has indicated that event was related to the study stent. It is reported that the pt suffered an acute non-stemi one day post revascularization procedure. It is reported that it was a non-q-wave mi. It is unk if the target lesion was involved as the location of the mi is unk. At 5.5 month follow up, pt displayed unstable angina. There were 3 incidences of stent thrombosis reported to have occurred approx 5.5 months following index procedure. It is reported that angiography showed a thrombosis of study stents located in the 1st and 2nd obtuse marginal and the proximal lad. Investigator indicated that event was related to a study stent. It is reported that approx 2.5 weeks following stent thrombosis events, CABG surgery of the distal lad and 2nd obtuse marginal was carried out. Indication for intervention is reported as: objective signs of ischemia at rest (ECG changes) or during exercise test (or equivalent) presumably related to the target vessel. Investigator indicated that events were life threatening and were not related to the study stent. Pt was asymptomatic / free of symptoms at 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow ups. (Reference MFR report numbers 2953200200900107-3, 2953200200900400-2 and 2953200200900108-3).

Manufacturer narrative:
(B)(4). Eval, results: (mi).